Event description:
Patient with history of heartware to heartware exchange for hemolysis ~ 1.5 years prior, now presents with hemoglobinuria, no ventricular assist devices (vad) alarms initially and no abnormal lvad waveforms initially in the setting of international normalized ratio (inr) 1.7 and aspirin 325 mg daily. Lactic acid dehydrogenase (ldh) peaked at 2907 and plasma hemoglobin 219. Within 24 hours of admission high watt alarms and abnormal waveforms were observed. Patient underwent heartware to heartmate 3 exchange. Heparin to coumadin therapy was completed prior to admission, and aspirin 325 mg was resumed.